Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
The patient reported that when checking their pulse, heart rate was found to be between 40 and 50 beats per minute. Upon interrogation, a lead impedance of greater than 9,999 ohms was measured, and a pacing failure was observed. Lead fracture was suspected, however, was not confirmed after the patient's chest x-ray. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Auto lead diagnostics shows a high count of open circuit paces with an rv lead warning on (B)(6) 2014. Lead trend showed impedance out of range (oor) high.